Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device feature had been enabled in the generator; however, the nurses and surgeon were unaware of that and when the surgeon was trying to move bowel with the device. The device activated on small bowel. The patient experienced tissue effect from the instrument and repaired at that same time. The patient had a 1st degree burn with less than 1 cm. They treated the burn with bowel oversaw.